Manufacturer narrative:
D10 concomitant products: unk dy - dialysis literature events: author: vineet behera1 / giddaluru gireesh reddy2 / c. G. Shreedhara2 / a. Kishan2 / kapil kalra1 / r. Ananthakrishnan1 /j. Subramaniam3 / j. Balasubramaniam3 title: an improvised cost-effective repair technique for management of broken luer connections of tunneled dialysis catheter and salvage existing catheter: vineet behera, 2024, seminars in dialysis source: seminars in dialysis, 2024; 0:1¿4 / https://doi.org/10.1111/sdi.13199 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, the patient had an unknown palindrome (23cm) catheter in place for hemodialysis. Complications related to the placement of this catheter included that within the first 8 months of placement there was an episode of exit site infection which was managed with oral antibiotics. The patient was in stable condition on dialysis.